Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable event of whitish foreign material in the air/water channel was confirmed. Based on the results of the investigation, olympus could not specify the type or the cause of the foreign material that remained in the device from the obtained information. No physical damage was confirmed at the place where the foreign material remained. The root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.